Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 1 and a fault ID available. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Technical support provided information to reset the pump, but the malfunction code recurred. Consequently, a replacement pump was sent, and the caller was advised to return the problematic pump within 10 days to avoid charges. The caller was informed about programming settings and connecting their cgm to the new pump, and is currently using mdi as a backup therapy to ensure continuous insulin delivery.